Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13dec2018. Philip's technical support provided part numbers for the power supply and harness as well as the service manual. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Event description:
The customer reported that the unit does not operate under alternating current power. There was no patient or user harm reported. The event date was not specified; estimate used.